Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a separation between the patient adapter and the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adapter of a peritoneal dialysis (pd) transfer set separated from the tubing which resulted in a leak. This event occurred during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter and the adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.